Event description:
It was reported that a libre 3+ sensor paired with an ilet system showed an early expiration message and concern that the replacement sensor might have been started on the abbott app instead of the ilet app, consistent with a sensor in use by another device and an improper or incorrect setup procedure; the user deleted the abbott app and confirmed the second sensor was correctly started on the ilet app and entered warmup, after which glucose readings appeared as expected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the sensor and third-party app due to user setup sequence, with no applicable device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device pairing workflow."